Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. A device replacement will take place in the near future. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). All available information suggests the device remains implanted. This report will be updated should further information become available.